Event description:
The technician alleged the bed exit would not audibly alarm. No pt impact.

Manufacturer narrative:
The technician replaced the power circuit board scale board to resolve the issue.